Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer experienced high blood glucose for the past two days over 600mg/dl. The customer felt disoriented and had ketones. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and auto off alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.